Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19aug2020.

Event description:
The customer reported a ventilator in which the oxygen supply pressure is too low. The manufacturer's field service engineer confirmed the reported problem. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The manufacturer's field service engineer determined that an adjustment of the central oxygen pressure resolved this reported event. No parts were documented as requiring replacement.

Manufacturer narrative:
G4:15nov2020. B4:25nov2020. H6: patient code updated: the field service engineer (fse) confirmed the device was not in use on a patient. No user or patient harm reported. The fse confirmed and duplicated the failure. The fse reported "low o2 supply pressure" in the diagnostic error report (drpt). The fse tested the central oxygen pressure and discovered the central oxygen pressure below normal service pressure. The fse adjusted the central oxygen pressure. The unit was tested and confirmed the device fully met the specification and was returned to service.there were no parts replaced. Based on the information provided and/or service performed, it has been confirmed that the unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause could not be determined at the component level. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.